Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and four limb extensions. The patient is reported to have non-endologix viabahn limb extension implanted at an unknown date. The patient came in emergently with flank pain and computed tomography (CT) showed the patient had a type 3a endoleak with component separation between the limb extensions and main body stent. On (B)(6) 2017 the physician implanted a limb extension to seal the endoleak. The patient status post procedure is unknown. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation, based on available information clinical evaluation was able to find substantial evidence to support the following reported events; stent movement, and additional endovascular intervention. During clinical evaluation, there were also evidence to refute the reported endoleak type iiia of the iliac with component separation, rather there was evidence that the endoleak was a type iiib endoleak of the main body in the iliac region. Additionally there was evidence to reasonably support the following observation; coiling of the distal aorta and iliac arteries for a presumed type ii endoleak at an unknown date, it is unknown if these areas were treated at the same time. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the off-label use of concomitant devices needed to treat the off-label iliac anatomy. Precipitating event that likely contributed to the leak was stent movement of the non endologix iliac stent. Intentional user error was detected (planned off-label intervention with multiple limb extensions and non endologix products). There were no procedure-related issues noted. Cautionary product use conditions such as patent lumbar arteries, tortuous access morphology, likely contributed to this event along with pre-existing use of both antiplatelet and anticoagulation therapy. Associated clinical harms for this device failure included: type iiib of the main body stent; type ii endoleak, previous vessel embolization(s); and, a secondary endovascular intervention. The patient was discharged home on the first post operative day. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.